Manufacturer narrative:
The issue has been resolved and a remind was done to the field service engineer.

Event description:
The planning station of the neuromate at (B)(6) hospital in (B)(6) was upgraded to (B)(6) via hard drive replacement . The first case to use the new upgraded system was delayed while the patient was in room and under anaesthesia because the neuromate could not establish a communication with neuroinspire when attempting to open the neuromate module. Over the phone with the field service engineer, the surgeon was directed to the appropriate configuration file for neuroinpire in order to update the com port to the correct port. The surgery was delayed of 1 hour.